Event description:
It was reported that a patient presented with coughing and pulmonary distress. Imaging demonstrated that an ivc filter, implanted seven years ago, was tilted approximately 30-35 degrees and one of the filter limbs had detached and migrated to the lower left lobe of the lung. Attempts to retrieve the detached limb were not performed. Several attempts were made to retrieve the filter. However, the filter apex was against the cava wall, and the filter legs were embedded into the cava wall. As a result, the filter could not be retrieved and it will remain as a permanent implant. The patient is reported to be asymptomatic and in stable condition.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted in the patient. Therefore, a device evaluation could not be performed.